Event description:
The tech alleged that the power cord ground prong is loose and unable to produce a ground reading. No pt impact.

Manufacturer narrative:
The tech replaced the power cord to resolve the issue.